Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of thrombosis is listed in the graftmaster rx coronary stent graft system, instructions for use as a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat a lesion in the left anterior descending (lad) artery. Plaque disruption was noted in the diagonal artery, and in the process of attempting to manage that plaque, it became apparent that coronary had been perforated. The 4.0x16 mm graftmaster stent was successfully deployed at 15 atmospheres. Patient blood pressure recovered and subsequent echo check for tamponade showed no effusion but apical hypokinesis. Patient returned to the cath lab where thrombosis was noted in the graftmaster stent. The thrombosis was aspirated and percutaneous transluminal coronary angiography (ptca) was performed and flow was re-established. No additional information was provided.